Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming done due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.